Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the hospital and was admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) level over 500 mg/dl with level 3 ketones. Customer administrated a manual injection of insulin prior to being hospitalized in attempt to resolve bg level. Customer was treated with intravenous saline and insulin while admitted to the ICU, and was released from the ICU approximately 3 days later with no permanent damage. Reportedly, the cause for the reported issue was due to an occlusion alarm. The reported issue had been resolved prior to the report to tandem technical support, therefore, a cause for the occlusion alarm could not be determined. Reportedly, the customer reverted to an alternate method of insulin therapy.